Manufacturer narrative:
E1: facility name "(B)(6)". H3: no sample was returned for this reported issue. Pictures were not provided. The complaint could not be confirmed by the investigation as no samples nor pictures was provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. A device history review could not be performed as no lot number was provided.

Event description:
It was reported that the pump was alarming ¿no disposable, clamp tubing.¿ per reporter, the patient stopped and restarted the pump, but the alarm persisted. Per reporter, no air was present in the line, the cassette was reattached, and the pump was restarted again but the alarm persisted. The patient was redirected to their doctor. No patient harm/adverse event reported.